Event description:
Customer reported via phone call that there are cracks near battery compartment. The blood glucose reading is unknown.

Manufacturer narrative:
The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked belt clip slot, scratched reservoir tube window and cracked battery tube threads. No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly noted.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.